Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Visual inspection noted that the inner coil had become deformed near the terminal end, which would block the passage of a stylet. Cuts in the insulation were also noted, which were consistent with explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. The patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the helix fixation mechanism could not be extended and the rv lead could not be placed. As a result, the lead was removed, replaced, and was returned for analysis.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. The patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the helix fixation mechanism could not be extended and the rv lead could not be placed. As a result, the lead was removed and replaced.